Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor siltex round moderate profile 250cc saline prosthesis, catalog #3542635. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with a mentor siltex round moderate profile 250cc saline prosthesis. On (B)(6)2018 right sided deflation was observed. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 250cc saline prosthesis was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. The deflation issue was first noted with a decrease in the size of the right implant. During the bilateral replacement, the left prosthesis was removed and appeared intact. It was replaced with a prosthesis filled to 275ccs. The right prosthesis was removed and deflation was confirmed, as only 120ccs of saline was present. The implant was replaced with a prosthesis filled to 265ccs. The patient has since fully recovered with no residual effects or systemic problems. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a 59-year-old caucasian female underwent breast augmentation revision with a mentor siltex round moderate profile 250cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. Upon visual examination, the device appeared intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was not confirmed. At this point it is not possible to determine the root cause of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).